Manufacturer narrative:
On 20-apr-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large it was reported that after transseptal puncture with different sheath, vizigo was placed into the left atrium. Upon aspiration the physician he had air in the syringe, about 20 ml. Then he aspirated blood as expected but he could not explain the air. They changed the sheath and continued with the procedure. Surgery was delayed due to the reported event for 20 minutes. No patient consequences. Device evaluation details: visual analysis revealed that the hemostatic valve is placed in its original place and broken in the star section. Due to the condition of the hemostatic valve, an internal action was opened. Device history record was performed for the finished device 00002109 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. It was reported that after transseptal puncture with different sheath, vizigo was placed into the left atrium. Upon aspiration the physician he had air in the syringe, about 20 ml. Then he aspirated blood as expected but he could not explain the air. They changed the sheath and continued with the procedure. Surgery was delayed due to the reported event for 20 minutes. No patient consequences. The packaging had already been discarded when the event occurred. They do not have a lot number. No air was introduced into the patient. Before introducing the sheath it is usually flushed by the nurses. After air was noticed through aspiration, more aspiration cleared the sheath of all air. No medical intervention reported. Patient did not exhibit any neurological symptoms since the procedure was completed. Air flow into side port is MDR-reportable.